Manufacturer narrative:
A partial lead was returned cut in three segments. Insulation and coil damage was found consistent with clavicle crush damage. This is consistent with the observation from the field of of high lead impedance.

Event description:
It was reported that the patient presented in-hospital after receiving an alert due to high impedance. Lead fracture due to possible rib-clavicle crush was noted. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.